Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxguard extension set experienced occlusion. The following information was provided by the initial reporter: we¿ve had at least two instances where the extension set we use, me2020, has not been flushing properly at bedside.

Event description:
It was reported that 2 bd maxguard extension set experienced occlusion. The following information was provided by the initial reporter: we¿ve had at least two instances where the extension set we use, me2020, has not been flushing properly at bedside.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that me2020, has not been flushing properly could not be verified due to the product not being returned for failure investigation. A device history record review for model me2020 lot number 22039216 was performed. The search showed that a total of 14403 units in 1 lot number was built on 22mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.